Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 5-1 keeps failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 5.1 was failed frequently. The field service engineer (fse) had investigated a reported drawer failure. Upon arrival, all drawers were intact and functioning properly. The customer was uncertain about which drawer had previously experienced issues. The fse proceeded to test the drawer in question and found no faults during inspection. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 5-1 keeps failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.